Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bad fall and landed on their right side. There had been an impedance spike several months ago, and a polarity switch and lead warning had triggered. High threshold and loss of capture was exhibited. An x-ray was performed, and no fracture or connection issue was seen. The lead issue will be monitored, and it remains in use. No patient complications have been reported as a result of this event.